Event description:
It was reported that dr (B)(6) used a zimmer revision cup for this patient on (B)(6) 2012. He used a stryker 32 mm head at that time. The patient then dislocated after the first revision. He then used a constrained liner from zimmer and a 28 mm head from stryker.

Event description:
It was reported that dr (B)(6) used a zimmer revision cup for this patient on (B)(6) 2012. He used a stryker 32mm head at that time. The patient then dislocated after the first revision. He then used a constrained liner from zimmer and a 28mm head from stryker.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The device was not returned. The exact cause of the event could not be determined with the limited information available at the time of evaluation. It is likely that the dislocation may have occurred due to the fact that another manufacturers¿ device was used in conjunction with a stryker device. Based on the results of the evaluation, the reported complaint could not be confirmed.